Manufacturer narrative:
Updated b.4, g.3, g.6, and h.2. Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The device was discarded and, therefore, not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the codes for this event. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Images were provided of the devices. Blood was observed inside the commander delivery system balloon, indicative of a balloon leak. The IFU and procedural training manual were reviewed. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting distributed product, no pra is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The balloon leak and thv dislodged off balloon were confirmed based on evaluation of returned imagery. No visual, dimensional, or functional testing could be performed without the returned device. Therefore, the presence of a product non-conformance was unable to be identified. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. As reported, ''it was decided to remove the commander delivery system to re-cross the valve. Although the commander delivery system could be removed, the valve got stuck into the esheath hemostatic valve. Therefore, the esheath was removed to avoid valve embolization''. Additionally, during evaluation of the provided imagery, blood was observed inside commander delivery system balloon, which is indicative for a balloon leak. Per evaluation of the imagery, blood was observed inside the commander delivery system balloon, which is indicative for a balloon leak. In this case, excessive manipulation may have been applied to overcome the reported resistance withdrawing the commander through the sheath, leading to a balloon damage. However, without device or additional imagery, a definite root cause is unable to be determined at this time. As per information received, it was attempted to remove the commander delivery system with crimped valve through the hemostasis valve of the esheath. When retrieving a delivery system with crimped valve, the procedural training manual states, ''retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip'' and ''withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position''. Pulling the thv through the sheath housing can cause the thv to catch on the seals result in the reported thv dislodgment of balloon. Based on the available information, use error (withdrawing crimped valve through sheath hub) may have contributed to the complaint event.

Event description:
As reported by our affiliates in mexico, this was a case with a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. Since the annulus area was between a 20mm and a 23mm, a 23mm sapien 3 ultra valve was preferred to be implanted. During the procedure, the esheath was correctly inserted. The valve was prepared with -1cc volume. The commander delivery system was advanced, and the valve was aligned between the balloon markers. After attempting to cross the native valve, the patient started to have rhythm disturbances (ventricular fibrillation with no defibrillation needed) most likely due to the pre-shaped guidewire interaction. It was tried to relocate the guidewire to minimize the interaction with the left ventricle but due to this manipulation, the pre-shaped guidewire came out of the left ventricle. Then it was decided to remove the commander delivery system to re-cross the valve. Although the commander delivery system could be removed, the valve got stuck in the esheath hemostatic valve. Therefore, the esheath was removed to avoid valve embolization. A new esheath was prepared and inserted. A new 23mm sapien 3 ultra was prepared with -1cc. The native valve was re-crossed, the pre-shaped guide wire was placed, and the commander delivery system was advanced without any inconvenience. The valve was implanted in a good position with minimal paravalvular leak. It was decided not to post dilate since the oversize achieved was near 13%. The patient was stable throughout the procedure. The patient left the cath lab to the coronary unit. As per pictures provided, the following was observed: esheath distal tip split and commander delivery system balloon leak.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2024-03806.

Manufacturer narrative:
During administrative review it was determined there was a more appropriate h.6 device code for the event. Corrected h.6 device codes accordingly. Investigation is ongoing.